Manufacturer narrative:
DHR - a review of the lot records was conducted, and did not discover any indications of problems that could have caused or contributed to the complaint. The screwdriver was not returned to integra for investigation, so the failure could not be directly confirmed and a definitive root cause could not be identified. A possible root cause could be overloading leading to torsional failure.

Event description:
The facility nurse reported that a non cannulated tx 8 driver (ID txdtfs08 - lot 218203-06) was impossible to retighten of the plate against bone and it was impossible to take off the plate. The broken part was left in the patient. The event lead to 15 minutes surgical delay and no patient injury was reported.

Manufacturer narrative:
DHR: a review of the lot records was conducted, and did not discover any indications of problems that could have caused or contributed to the complaint. Failure analysis: per a visual examination, the instrument appears to have failed by torsional overload. Noticeable deformation (yielding) is indicated by the twisting of the splines on the star drive feature and a circular pattern on the face of the drive feature. The failure was confirmed. Root cause: based on the description of the incident provided in the complaint and the failure analysis, no definitive root cause can be established. However, a possible root cause is hard bone preventing the advance of the screw thread.